Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2002 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted concurrently with lavh and bso due to sui and severe premenstrual syndrome. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion patient experienced infection, urinary problems and vaginal scarring. It was reported that the patient underwent mesh removals on (B)(6) 2011, (B)(6) 2012, and (B)(6) 2012 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.